Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported pericardial effusion is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the reported pericardial effusion cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the pericardial effusion. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr). Prior to the procedure, the patient had a small pericardial effusion. Transeptal puncture was performed. The steerable guide catheter (sgc) and the mitraclip delivery system were advanced. One clip was implanted, reducing functional mr from 4+ to 1-2+. At the end of the procedure, the effusion was noted to have worsened, however, not enough to require intervention. The patient is being monitored. No additional information was provided.